Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was charging the implantable pulse generator (ipg) for an extended period of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.